Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. This electrode remains in service. The patient was medicated, and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. The patient was medicated. This electrode was explanted and replaced and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received eleven shocks. The s-ICD initially shocked the patient appropriately, nonetheless the rhythm accelerated back to the arrythmia, and it would repeat several times. Additionally, the wife of the patient performed chest compressions once the patient was out of the arrythmia, causing oversensing and leading into inappropriate shocks and into a faster rhythm. The s-ICD appropriately delivered therapy, and the patient successfully converted the rhythm. The patient was medicated. This electrode was explanted and replaced and no additional adverse patient effects were reported.

Manufacturer narrative:
Correction h6: patient codes (2) and impact codes (4) codes added.